Event description:
It was reported that a consult programmer experienced issues reading this cardiac resynchronization therapy defibrillator (crt-d). Technical services (ts) confirmed the health care professional (hcp) was using the correct wand and guided the hcp through troubleshooting however the programmer continued to be unsuccessful at reading this crt-d and quick start interrogation. A review in latitude nxt did not reveal a successful interrogation since this attempt. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.